Event description:
It was reported that during a lap cholecystectomy procedure, the first clip deployed malformed. The clip from the second firing was malformed and another clip came out with it. After dry firing, all of the clips were feeding int the jaw already partially formed. Opened another device to complete the procedure. There was no patient consequence.